Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6) .

Event description:
Customer advised the menu button on the pump does not work. No adverse event reported. A request was made for the return of the device.